Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular lead exhibited loss of capture. The lead was removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.